Event description:
The customer reported that the system would alarm when plugged in and would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.